Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed; the baton was producing no images or intermittent images when the cable was manipulated. The fault was determined to be an intermittent cable failure. The camera lens was cracked but poor image quality could not be confirmed; the baton passed the image quality test pattern. No repair was available so the baton was replaced and the returned device was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, they were getting no image or intermittent images. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.